Event description:
Country of complaint: (B)(6). Suture needle was soft.

Manufacturer narrative:
Mfg site eval: no samples received for eval. There are no previous complaints of this code batch. There are no units in OEM stock. Without samples, complete analysis is not possible. Reviewed the batch mfg record, this product had a normal process and the results during the process fulfill OEM requirements. Bending test results were within spec. As indicated in the precautionary measures from the instructions for use of the product: "when working with catgut suture materials great care should be taken to ensure that they are not damaged during handling. When handling with tweezers and needle holder care should be taken to ensure that the materials are not damaged by being pinched or kinked". Final conclusion: the complaint is not corresponding (not justified). Corrective/preventive actions: not applicable.